Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The cutter device was evaluated and the reported condition that the cutter became stuck in the attachment device and could not be released was not confirmed. It was determined that a user error caused the cutter to remain locked inside the handpiece while the attachment was loose. The cutter could be easily removed by turning the locking mechanism directly. However, during evaluation it was observed that the cutter device showed normal signs of wear on the cutting edges. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device showed normal signs of wear on the cutting edges, and the shaft showed signs of reprocessing (foreign substance) inside the assembly. It was noted in the service order that the attachment device was stuck on the handpiece device with a cutter device stuck/jammed inside and could not be released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.